Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultramini meter displayed an unknown error message. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the error message first appeared between 7-8pm on (B)(6) 2017. The patient manages their diabetes by self-adjusting their insulin dosage and did not state whether or not they had made any changes to their normal diabetes management regimen as a result of the alleged product issue. The patient reported developing the symptoms of ¿confused, unresponsive and not making sense¿; however, did not state when, in relation to the alleged product issue, these symptoms occurred. The patient stated that they received IV glucose from the emergency medical services (ems) at 8:15pm on (B)(6) 2017 as a result of these symptoms. The patient¿s blood glucose was also measured on an ems meter at this time, however the result(s) obtained were not communicated. At the time of troubleshooting the cca established that the patient had obtained four unknown error messages in a row. The patient¿s products were replaced and requested for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.

Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips have passed all testing with no faults found. The reported issue could not be confirmed. In addition, lifescan conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. Analysis was not possible for the returned meter due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.